Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2/n2o proportioner was reset, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit's n2o proportionality function is not working and was able to deliver a hypoxic gas mixture. There was no report of patient involvement.